Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient stated that she received a loss of prime warning today and was receiving them previously. Customer support (cs) walked through issues and causes and found no alarms, the cartridge cap and leur lock are secure, no change in force or temperature, but found that the patient is not cycling the cartridge. Blood glucose (bg) levels had reached as high as 500 mg/dl in the past, as she was getting continuous loss of prime warnings and had to keep disconnecting and reconnecting pump. No other issues found. Bg is in target at time of call. Cs educated on loss of prime warnings and causes and educated on cycling the cartridge and advised to call back if having any further issues. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to the use error of not cycling the cartridges.